Event description:
The customer contacted baxter's technical service center reporting the homechoice did not drain her before going to fill. The baxter technical service representative (tsr) assisted the home patient to do a manual drain. The patient stated the programming changed to have a last fill volume. The tsr advised the patient to contact the peritoneal dialysis registered nurse (pd rn) to have the initial drain alarm setting changed. Follow up with the patient revealed that she spoke with the nurse and her therapy was adjusted. The hp stated that she is doing well with the new therapy adjustments. There was not patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error: failure to adjust the initial drain setting after adding a last fill volume. A service history review was performed and no issues were identified that may have contributed to the issue. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.